Event description:
During a coronary angioplasty treatment procedure, the express2 monorail 3.0 x 16 mm balloon would not deflate after the first inflation to deploy the stent. While the physician was attempting to remove the device, the shaft broke 10 cm distal to the balloon. The patient was sent to surgery for removal of the device. The patient status was listed as "okay". No other details are available despite several attempts to obtain additional information.